Manufacturer narrative:
Document review: gmk primary fixed cemented tibial tray size 6 right: code 02.07.1206r/lot 122307 ((B)(4) items produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing. Total of (B)(4) items belonging to this lot have already been sold and no similar incident have been reported. Gmk primary fixed uc tibial insert size 6, 10 mm: code 02.07.0610fuc / lot 104485 ((B)(4) items produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing. Total of (B)(4) items belonging to this lot have already been sold and no similar incident have been reported. Gmk primary cemented standard femur size 6 right: code 02.07.2006r / lot 103129 ((B)(4) items produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing. Total of (B)(4) items belonging to this lot have already been sold and no similar incident have been reported. On the basis of the data collected, we have no evidences that the infection is device related.

Event description:
(B)(4).